Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was lead migration. Patient was seen in clinic today for first postop appointment and to activate her newly implanted system. Routine postop x-rays were obtained to obtain a baseline positioning of the lead placement. Upon reviewing the film, rep noticed that the left lead had migrated down from the top of t8 to the top of t9. Cause unknown. Physician was made aware. Post op programming was appropriate and patient got coverage in the right lower extremity and mid low back where she needs it. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 03-sep-2028, UDI#: (B)(4); product ID: 97 7a260, serial/lot #:(B)(6), ubd: 03-sep-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.